Event description:
It was reported during surgery that there was difficulty closing "collets" in regards to connecting the proximal segment to the distal segment. It was reported that there was an attempt to insert one end of the catheter onto the pin connector and one side "keeps clicked" but the other side was "not clicking" so the catheter pulled out of the pin connector and collet. It was noted that the catheter was not as far as the other end of the catheter that was locked on. It was also indicated that there was no movement of the collet on the pin. It was stated that they were not able to rotate the "part" that was intended to click. It was later stated that the catheter was in the same location as the other side but unable to determine if was clicked or not. It was indicated that a similar event occurred on the second attempt. It was stated that they had gone through three kits without success of a connection. On the third attempt both sides locked and "both sides came out." Eventually replacement occurred with a different catheter kit. There were no patient symptoms reported. It was reported that the patient was doing well and receiving therapy. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer' patient product ID (B)(4), serial # (B)(4), product type catheter; product ID 8781, serial # (B)(4), product type catheter; product ID 8781, serial # (B)(4), product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
Analysis of the collets revealed that the collets on the pin connector were prematurely locked in place. The collets on each end of the pin connector were fully deployed and locked into position. There were no catheter segments attached to either side of the pin connector. Additional visual inspection showed superficial damage to the pin connector consistent with a tool having been used. A piece of ascenda catheter was inserted onto the pin and the collet was relocked in place. This showed the segment of test catheter was firmly locked into the pin connector, and that the pin connector and both of its collets performed normally when properly assembled. It was felt that the collets had been prematurely deployed into their locked positions during attempted usage. (B)(4).